Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011: product type lead. (B)(4).

Event description:
Additional information received reported that the patient had been seen in the pain clinic in (B)(6) for the ¿first time in years.¿ it was noted that the patient wanted to have the implantable neurostimulator (ins) replaced with a non-rechargeable device.

Event description:
It was reported that the patient¿s device had telemetry issues and it was believed that the device was overdischarged for the past ¿seven to eight months.¿ it was noted that the overdischarge was not related to device malfunction. The reporter tried to initiate a physician recharge mode (prm) but only got a poor telemetry screen. With assistance the caller was able to the prm activated. Two day later it was reported that an overdischarge was confirmed. The cause of the overdischarge was patient compliance. The prm was not successful and the battery was not turning on. No interventions were planned as of yet. The outcome was unknown as no further patient follow up had been performed. The next day it was reported that directions from the health care provider (hcp) were being awaited. About two weeks later it was reported that the patient was seen the day prior to the report. Another prm was initiated but the battery did not respond. The patient was going to see another hcp about explant or possible replacement of her battery.

Event description:
Additional information received reported that the cause of the event was that the patient was not recharging the battery. The battery was replaced. No hospitalization was required and the patient outcome was noted as no injury.